Event description:
The device developed a leak near the pilot balloon while in use on a pt. The customer reported experiencing two occurences. The tube was replaced. No further information was provided.